Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the user's case notes revealed the user was new to pump therapy. They started the ilet on (B)(6) 2024. Prior to this event, the user had two follow-up contacts with the cds where the user reported they were happy with the ilet and completed their infusion set change without issue. On (B)(6) 2024, the user completed a cartridge and infusion set change at 10:12 am, when cgm glucose was 147 mg/dl. Cgm glucose goes above range approximately 3.5 hours later and remains above range throughout the event, returning to range on (B)(6) 2024. Throughout this time, the ilet is found to be delivering insulin in response to cgm glucose levels. The user completed another cartridge and infusion set change on (B)(6) 2024 at 9:57 am, when cgm glucose was 375 mg/dl. No evidence of device malfunction were seen in the engineering logs. The ilet had appropriately triggered the high glucose alert and continuously made basal requests for insulin delivery in 5-10 minute intervals. Alerts were never marked as "acknowledged." No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report, and device logs, the ilet operated intended. The assignable cause for this hyperglycemic event is multiple failed infusion sets. The user has since been switched to the contact detach steel cannula infusion set to minimize the risk of future hyperglycemic events related to a failed infusion set and received re-education on following the ketone action plan in response to hyperglycemia.

Event description:
On 3/25/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a diabetic ketoacidosis event. The event occurred on (B)(6) 2024. After two previous follow-up attempts, a beta bionics customer care agent spoke with the user about the event on 4/9/24. The user stated they did not notice their blood glucose (bg) was rising. By the time they heard the ilet alerts, their bg was well above 400mg/dl. The user reported they vomited. The user does not remember changing out supplies (insulin cartridge, connector, and infusion set) leading up to event. The user reported when they removed the infusion set site the cannula was bent. The user was using the convatec inset (23", 6mm) teflon infusion set. The user did not follow the ketone action plan (kap). The user called their son who lives close to take them to the ER. By the time the user was admitted their bg was over 500mg/dl. The user was given an IV insulin drip to bring their bg back down. At the time of the event, the user did not contact their ilet trainer, their endo clinic, or beta bionics support. The user stated they "didn't want to bother anyone." The user has since switched to the convatec contact detach (23", 6mm) steel infusion set.